Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, the probable cause of the malfunction would likely be that the reprocessing was not conducted properly due to damage of auxiliary water channel, resulting in loss of watertightness. The event can be detected and prevented by following the instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air/water cylinder, air/water tube and jet-tube. There were no reports of patient involvement.